Manufacturer narrative:
(B)(4) information was not provided by the contact. Damaged manual override. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color was used? Was this 1st firing? Buttressing material used? What anatomical challenges made the surgeon unwilling to use reverse button? What is the current status of patient? Surgeon experience? Who fired the device? Did the device stop on its own or did surgeon stop it? What device was used to complete the case? The analysis found that one device was returned in the closed position and with no cartridge loaded on the device. During examination the reverse switch on the left side of the device was not completely in the home position, but was also not in the distal position. The bailout door was out of position and the lever was down. If the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. Upon further investigation the instrument was tested for functionality and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. Furthermore the pawl bailout was found to be damaged and engaged with the drive bar making the manual override damaged. This condition prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended.

Event description:
It was reported that during a low anterior colon resection procedure, the surgeon attempted to fire deep in the pelvis, the stapler progressed a cm or so, and then it stopped and ceased progression. The physician did not want to use the reverse button, but went to manual bailout instead. The manual bailout did not allow the stapler to open. The surgeon had to convert to open. The tissue was transected around the stapler and the stapler was removed. The case was finished with open instruments.

Manufacturer narrative:
(B)(4). Additional information: after converting to open, the pse60a was still locked on tissue. It was then transected out and removed from the patient while still closed. The attending instructed the scrub tech to open the device at the back table to assure that the cartridge was out and not left in the patient. The circulator is unaware as to how the device was opened on the back table, but the scrub was able to open it and confirm that the cartridge was still in the device.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in the closed position and with no cartridge loaded on the device. During examination the reverse switch on the left side of the device was not completely in the home position, but was also not in the distal position. The bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. Upon further investigation the instrument was tested for functionality and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. Furthermore the pawl bailout was found to be damaged and engaged with the drive bar making the manual override damaged. This condition prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
Surgeon did not want to use reverse button because this was a blind firing. The surgeon had also had never used the electronic or manual reverse button. The surgeon thought that the manual override would advance the knife and complete the firing sequence. The surgeon ¿pumped¿ the manual reverse lever and they were still unable open the device. They then decided to convert to open to complete the surgical procedure. The device was retrieved from the hospital opened and there was no reload in the jaws. It is unknown what type of analysis or handling was completed prior to getting the device.